Manufacturer narrative:
Method (86): part not returned. Lot number was not available from doctor.

Event description:
In a legal complaint plaintiff-pt alleges ha block discovered. Info from medwatch report #1010474.